Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0027015, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 1082721, medical device expiration date: 2023-03-31, device manufacture date: 2021-03-23. Medical device lot #: 1082822, medical device expiration date: 2023-03-31, device manufacture date: 2021-03-23. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "before use, the staff was attempting to set up the product for use. During handling the barrel separated. No harm or needle stick occurred." This is report (1 of 2).

Event description:
It was reported when using the bd vacutainer® push button blood collection set the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "before use, the staff was attempting to set up the product for use. During handling the barrel separated. No harm or needle stick occurred." This is report (1 of 2).

Manufacturer narrative:
H.6. Investigation: bd received 2 customer samples from lot 1082822 and 4 customer samples from lot 1082721 and 2 photos for investigation. The photos were reviewed and the indicated failure mode for barrel separation with the incident lot was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of barrel separation was observed. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Bd identified two root causes for the indicated failure mode and they been identified to be within the assembly process.